Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right ventricular (rv) lead exhibited low impedance measurements. No intervention was performed. The patient had no adverse consequences.